Manufacturer narrative:
Corrected data: health effect - impact code: "4628" should be added. B5- the reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens of diopter -15.50/+3.00/068 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2023. The patient experienced lens rotation not associated with low vault and blurred vision. On (B)(6) 2023 the lens was repositioned. On (B)(6) 2023 the lens was exchanged with the same model, longer length lens and the problem was resolved. The cause of the event was 'other'. Cause details: "original calculation and recommended (12.6) sizing too small= +/- 90 degrees. Rotation causing blurry vision". Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned in a vial with liquid. Visual inspection found haptic torn. Dimensional inspection will not be performed due to significant haptic damage. Claim# (B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -15.50/+3.0/068 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The patient experienced lens rotation not associated with low vaulting; blurry vision. On (B)(6) 2023 the lens was exchanged with a longer length lens and this resolved the problem. The cause of the event was reported as "other" and noted "original calculation & recommended 12.6 sizing too small; = +1- 90 degrees rotation causing blurry vision.